Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a qdot micro and the patient experienced cardiac perforation that required pericardiocentesis. During ablation with the qdot micro catheter, the caller stated that there was a perforation on the left ventricle of the heart. The patient's heart rate went up, and there was a slight drop of blood pressure, but the patient was still stable. The physician put an intracardiac echocardiography (ice) catheter in the body and checked the left ventricle and confirmed a pericardial effusion. A pericardiocentesis was done. The last known status was that the patient was still being "worked on" at the table and his/her status was unknown. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
On 14-jul-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).